Event description:
Suture broke in the knee, the t pulled out, and the other suture broke, after the t's were successfully placed. There are three t's total remaining in the patient. Surgeon stated that the t's were placed approximately 2 mm apart, and not using much force when tightening the knots. He also confirmed that the partial menisectomy, was a result of these failures, not a planned portion of the surgery. No patient information available at this time.